Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that though the device was turned off the device has continued to make noise. The device was originally turned off because it was uncontrollably "zapping" the patient. It was also report by the clinician that the patient received multiple inappropriate shocks. The device tripped elective replacement indicator and a patient alert was triggered. The device's detection was turned off and the device remains implanted. No patient complications have been reported as a result of this event.